Manufacturer narrative:
Ortho-clinical diagnostics quality assurance performed testing of the returned donor segment in parallel with returned and retain vials of seb353a as well as with another lot of anti-e bioclone blood grouping reagent. All results were satisfactory, the donor segment reacted 2+, the customer's complaint was not confirmed.